Event description:
The device was used during a laparoscopic gastric bypass procedure. Reportedly, the instrument misfired and the anvil disengaged. The surgeon converted to a laparotomy to complete the procedure. The hospital has reported the patient's condition is satisfactory.